Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During a paroxysmal supraventricular tachycardia procedure, air was aspirated from the side port following insertion into the patient. Aspirating air was performed several times with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.